Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. In the letter the dentist states the patient was in for their semi-annual cleaning and had advised them that they were using byte for a while and their treatment had been terminated by byte. The dentist found areas of concern that included open bite on both sides, with no cusp to fossa relationship between the patient's posterior molars. Cross bite at #6 and 27 which has caused the incisal edge of 327 to become flattened. Tooth #11 is rotated and the lingual surface is completely out of occlusion. Per the dentist the patient needs continued orthodontic care to correct these issues. The aligner treatment may have worsened the patient's issues.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.